Event description:
Inbound. Prefilled veletri cadd cassette #1 from (B)(6) 2022 shipment causing no disposable alarms on pump right from the start and had to be wasted due to unresolved troubleshooting. No further details provided.